Event description:
It was reported that the customer experienced elevated blood glucose levels (400mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer loads cartridge with cold insulin. Customer increases the basal setting to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge.